Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken atrial connector and both output connectors were found to be broken. It was further noted that the epg had a backlight issue of connector on main printed circuit board (pcb), on the keypad the power button was collapsing and window was scratched, encoder assembly and one knob encoder were contaminated, lower case, battery drawer broken, insulator label was missing, both output connectors were discolored and both wires on liquid display screen (lcd) were pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was received into service. There was no patient involvement.